Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 50 retention samples were evaluated by visual examination for cap assembly characteristics, and no issues were observed as samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode decapping. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified number of bd microtainer® pst¿ tubes with lh (lithium heparin), caps are coming off during transit in their pneumatic tube system. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using an unspecified number of bd microtainer® pst¿ tubes with lh (lithium heparin), caps are coming off during transit in their pneumatic tube system. There was no health impact or consequences reported.